Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient underwent a test 14 years prior to the report. The test was not successful and the lead and temporary extension were completely explanted according to the physician. At the time of the report, the patient complained about a subcutaneous granuloma close to one scar due to the implant procedure. There had been no problem after the explant until the time of the report. There were no other patient symptoms.